Event description:
Consumer contacted dexcom to report no audio output. The consumer did not report any medical intervention or injuries.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. A visual inspection was performed and a button was missing. The receiver data log was downloaded and found no errors. Functional testing was performed and the receiver failed. The reported no audio output was confirmed. The root cause was determined to be a defective speaker.